Event description:
The user's hearing performance with the device has decreased over the last several months. Additionally pain around the implant site is reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient experienced pain due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device has decreased over the last several months. Additionally pain around the implant site is reported.

Event description:
The user's hearing performance with the device has decreased over the last several months. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Further the recipient experienced pain due to undetermined reasons. However no device failure was found explaining the painful sensations. This is a final report.